Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that the system cannot release x-ray with a "generator error" . System resumed normally after a cold reboot.